Event description:
Catheter was easy to withdraw blood but difficult or impossible to flush. Initially, device was used without problem, infusion became sluggish but brisk blood return was achieved. Catheter became more difficult to infuse and finally infusion was not possible. The hub was repaired on (B)(6) 2012, line infection detected (B)(6) 2012.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.